Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent scanning/communication issues with the freestyle libre 3 plus sensor, which was resolved by closing the app and rescanning; this aligns with an intermittent communication failure associated with an electrical/magnetic component, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem, consistent with an intermittent communication failure involving the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.